Manufacturer narrative:
Other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for peripheral neuropathy. It was reported the stimulation was not covering the pain in the toes and leg since implant. It was specified the stimulation was not covering the pain at the location of the left toes and up the left leg; the stimulation had not been able to control the pain and burning in the left toes and up the left leg. The patient was set at 4.30 and, if the patient increased the stimulation, it was uncomfortable in the buttock area and he was not able to get the stimulation to go down to the toes. The patient stated the stimulation does cover all the pain in the right foot, toes and leg. At implant, the representative did not want to make any adjustments until follow-up. The patient had a reprogramming appointment on (B)(6) 2016. It was noted the patient was getting more sleep now (due to the implant) than he had in a long time. The pain and burning would keep him up. The patient indicated his feet were always numb, which was also prior to implant. The patient later reported he did not think he was getting enough therapeutic benefit from the stimulator. The patient was currently not feeling stimulation on (B)(6) 2016, but the patient programmer showed the stimulation was on and adaptivestim was activated. The patient made adjustments to the programs. The patient tried laying on his back face up and the patient programmer was not detecting this position. The patient was redirected to the healthcare professional for reprogramming and possibly reorient the adaptivestim. On (B)(6) 2016, the patient reported he could not get his toes to quit burning. The patient was also getting some pain on the sides of the left foot. The pain was on the left side at the knee part of the foot and in the arch of the same foot. The right foot had pain on the outside of the foot and stabbing pain that occurred since implant once in a while but not at the time of the report. The patient stated the pain was "normal" and was not pain from the stimulation. However, the patient was not getting any relief from the device. The patient hadn't checked the patient programmer. During the call, the patient checked the patient programmer and confirmed he was on program b (standing) and on 3.50 volts. The patient stated he can only go up to 3.50 volts because the stimulation was too high if he went higher than that. The patient had not tried a different program. It was noted the patient only had one pro gram on group b. The patient programmer was synced with the ins and showed the stimulation was on. Another group was tried and resolved the issue after making appropriate adjustments. The patient had changed to group c and increased the stimulation to 3.70 volts. The stimulation was comfortable and the burning in the left foot went away. The adjustment seemed to work at first but then the stabbing pains on the arch of his foot (especially the left foot) started later that evening. The patient turned the stimulation back to group b which masked the pain better. Since implant, the patient reported that driving "sets [his] feet off real bad" and traveling has become more difficult. The patient didn't feel stimulation while sitting down so he tried to stay active all the time. It was reviewed the ins did not differentiate between standing or sitting so he may have to manually make changes while sitting. It was confirmed with the programmer that the stimulation was on while in a seated position. The patient had cut back on his opioid medication per his healthcare professional's recommendation. Since cutting back, the patient's back, hip, buttocks ached in the morning. It was noted this pain seemed to be worsening. The consumer reported that they were reprogrammed 2 weeks prior to the report because 2 of their leads were going up their spine and at the top, went down a little bit. X-rays confirmed the lead migration issue. They had not been getting proper stimulation to "kill their pain" and still had to take medication for their pain. It was reported that they experienced constipation from the medication. There was also a report of experiencing cramps and muscle spasms. The patient confirmed that their kidney issues were pre-existing condition due to cancer. Relevant medical history includes peripheral neuropathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.